Event description:
It was reported that pump displayed cartridge change error and customer experienced high blood glucose, although specific value was unknown and only showed as ¿high.¿ customer gave correction insulin by injection, attempted multiple cartridge inspections, cleaning, and reloads with guidance from technical support, and then was transferred for advanced troubleshooting when issue persisted; technical support arranged replacement pump and confirmed use of backup insulin pump.